Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was air in the luer lock. The customer's blood glucose level was 280-300 mg/dl and it was addressed by changing the supplies. The contact indicated that air would be removed from the cartridge during the next load process using the proper technique.